Event description:
Customer reported that pt developed post operative infection. Pt had right knee arthroscopy in 2003 and presented eight days later with purulent drainage from the wound. Pt was taken to the or for incision & drainage, culture & sensitivity. Pt was administered IV antibiotics. Outcome is reported as no loss of function.